Manufacturer narrative:
Based on the claim against the product by the customer noting that the mcs tip cover accessory fell inside the patient's anatomy, an investigation was completed. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed and the complaint regarding the mcs tip cover accessory falling off was not confirmed by failure analysis. Visual inspection of the instrument showed no signs of physical damage. The mcs instrument was found to be fully functional. The mcs tip cover accessory that was used during the procedure was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the tip cover accessory fell off of the monopolar curved scissors (mcs) instrument. The mcs tip cover accessory was retrieved and a new mcs instrument and accessory were used to complete the procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument was inspected prior to use and had no damage. The mcs tip cover accessory fell into the body, when the instrument was in the process of being used to dissect tissue. The surgeon was unsure of what caused the item to fall. The reported issue occurred 15 minutes into the procedure. The surgeon did not notice any functionality issues with the instrument during procedure. The instrument did not collide with any other instruments or hard objects. The instrument was not removed during procedure prior to the breakage. Upon final removal of the instrument no abnormalities were found. A laparoscopic grasper was used to retrieve the fallen item. No additional surgery, nor post-operative tests, were needed. There were no reports of patient injury. The patient has not returned to the hospital due to complications.